Manufacturer narrative:
(B)(4). Eval summary: there was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the procedure was to treat an acute myocardial infarction (ami) pt, it should be noted that the xience v IFU states that: the xience stent is contraindicated for pts who had recent acute myocardial infarction (ami). Additionally, it was reported that the xience v stent was implanted in an ostium lesion. The xience v IFU states: the xience v stent is contraindicated for pts with ostium coronary vessel disease. In this case, it cannot be determined whether the IFU deviations contributed to the reported pt effects.

Event description:
Device issue: none. Adverse event (ae): in-stent thrombosis. Onset of ae: a few hours post stent implantation. It was reported that the pt presented with an acute myocardial infarction and was taken to the catheter lab where thrombus was aspirated from the right coronary artery (rca). Post xience v stent implantation in a totally occluded proximal rca ostium lesion, intravascular ultrasound (ivus) confirmed stent placement and proper apposition to the vessel wall. A few hours post procedure, an angiogram was done showing thrombus within the stent. The thrombus was aspirated. Reportedly, per the physician, the thrombus was due to a pt condition and was not from the xience stent. There was no adverse pt sequela reported. Although requested, there was no additional info provided.